Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the device result on the active system was 125 mg/dl and the result taken at the hospital was 45 mg/dl. The timeframe between the results is unknown. The patient was in a coma for "2-3 hours". The treatment that was given to the patient is unknown. The patient was hospitalized for two days. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.